Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patietn reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Patient reported a right side deflation. Later healthcare professional reported "deflation" and "implant removal from textured to smooth due to the concerns of the product". Device was explanted and replaced.

Manufacturer narrative:
Clarification to b3 date of event: partial date 2022. Clarification to d4 device information and d6a implant date: it has been identified that the patient had a previous set of saline devices implanted in 1995 and explanted in 2004. The sn and implant date submitted in the previous medwatch related to the previous implants. The only information provided for the patient's devices implanted in 2004 and explanted in 2025 was a catalog number of 27-468351.

Event description:
Patient reported a right side deflation. Later healthcare professional reported "deflation" and "implant removal from textured to smooth due to the concerns of the product". Device was explanted and replaced.